Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that with the airway mobilescope, the light source did not light up even when the power of the scope was turned on. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found improper lighting due to failure of the light emitted diode unit. Due to damage on charged couple device unit, the monitor shows a black screen with no image. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.